Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, broken belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer stated that he was taking a shower and had taken the pump off. Insulin pump will need to be replaced. No additional information provided.